Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced high blood glucose and called to emergency room service at (B)(6) 2020. The customer blood glucose level was 70 mg/dl at the time of incident. Customer reported other blood glucose values were 40 mg/dl, 95 mg/dl, 58 mg/dl and 84 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer reported that they did not allege insulin pump was over delivering. Customer treated with food and glucose tablet. Customer performed self test and test was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Customer's wife reported via phone call that the customer experienced low blood glucose on (B)(6) 2020. The caller reported that the meter may not have been giving the correct reading and the customer experience low blood glucose and was not able to walk well. The caller reported that the customer's blood glucose readings had been off and on for about six to eight months due to incorrect meter readings. The emergency medical service were called. The customer¿s blood glucose reading was 70 mg/dl per the paramedics reading but was 40 mg/dl per customer¿s meter reading. The customer¿s final reading was 90 mg/dl per the paramedic¿s readings. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The caller reported that auto mode feature was not active at time of low blood glucose event. Caller reported that they did not allege insulin pump was over delivering. Customer treated with food and glucose tablet. Customer performed self-test and test was passed. The insulin pump will not be returned for analysis.